Event description:
It was reported that a patient underwent a procedure to correct scoliosis on (B)(6) 2015 and suture was used. During the procedure, the tab of the device came off. The doctor continued throwing loops in the device and it held. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.